Event description:
It was reported that this electrode exhibited noisy signals leading into inappropriate shocks. An xray was performed, and the electrode insertion was good, and no evidence of fracture was noted. The noisy signals were attempted to reproduce with no success, nonetheless myopotentials were noted. This electrode was reprogrammed. The system remains in service. No adverse patient effects were reported.